Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a crack on the cartridge tubing. Reportedly, this occurred on two cartridges. The customer's blood glucose level was 459 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.